Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent orthopedic surgery due to spinal deformity. Intra-op, the set screw slipped. The device came in contact with the patient. The device was completely explanted. No patient complications were reported.